Event description:
The customer reported the system displayed a generator and communication fail error message. This resulted in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply board and the kv control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.